Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received battery out limit alarm and failed battery test alarm. The customer reported that they were unable to clear the failed battery test alarm due to unresponsive act button. The customer's blood glucose was 215 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
All button/keypad received with no button response due to lcd keypad connector unlocked. The device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. We were unable to performed functional test due to keypad anomaly. Unable to verify battery out limit due to keypad anomaly.